Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent clot embolism. Distal embolization of blood clots is identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(4).

Event description:
A 26-year-old female was admitted to the hospital after suffering from groin pain a week prior. The patient then experienced leg swelling with pain. Acute right sided iliofemoral deep vein thrombosis was confirmed by computed tomography angiography (cta). A thrombectomy was performed with the inari clottriever catheter. Access and wire positioning were obtained without issues. 4 passes were performed, but on the 4th pass, significantly less clot was removed. A venogram revealed full clot clearance. At this time, the patient began to become tachycardic and very rapidly deteriorated. The patient was turned onto her back and within 10 minutes, the patient had decompensated, and a crash team was called. A code was presumably called, and cardiopulmonary resuscitation (CPR) was conducted. Circulation was restored and imaging confirmed a massive pulmonary embolism (pe). Tpa was administered but the patient did not show any improvement. The physician proceeded to perform a pe thrombectomy with the inari triever24. The procedure was successful, and all clot was cleared. Unfortunately, the patient's perfusion was still poor in the peripheries. The patient was taken to the intensive care unit while still intubated. Plans were made to extubate her.